Event description:
On (B)(6) 2009, a pelvic mesh repair product was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered serious bodily injuries, including extreme pain, erosion of her internal tissue, dyspareunia, aggravation of a preexisting condition and, other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries." It was further alleged that the plaintiff "suffered extreme pain, erosion of her internal tissues and dyspareunia that has resulted in pain and suffering, disability, mental anguish, and loss of capacity for the enjoyment of life."

Manufacturer narrative:
It is unk hat pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.